Manufacturer narrative:
E1 initial reporter establishment name - (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: incompatible scope (error e315), and image was blackout. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause could not be established. The most probable root cause to the malfunction incompatible scope (error e315) and image blackout was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a noisy screen. The issue occurred during reprocessing. There were no reports of patient involvement.